Manufacturer narrative:
Product analysis: upon receipt at medtronic's quality laboratory, the valve was distorted: oval shaped. All leaflets were slightly stiff but flexible except where host tissue extended on the inflow. The leaflets appeared crowded on the outflow, possibly due to the stent distortion. All commissures appeared intact however, explant damage was noted with the left right commissure partially torn or separated from the aortic wall behind the commissure. The non-coronary left commissure appeared slightly torn or separated from the aortic wall behind the commissure that may have occurred during explant. Glistening off-white pannus lined the tissue and base stitching, along the inflow margin of attachment, into all inferior coaptive areas, and 1 to 3 mm onto all cusps showing a reduced inflow orifice area. Remnants of pannus remained attached to the tops of all commissures. Pannus on the top of the left right commissure appears to slightly extend to the free margins and lunula. Coagulated blood was noted in the belly of the left cusp. Radiography showed no evidence of mineralization in the valve and/or host tissue. Conclusion: the device history record was reviewed and showed that this product met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. Reduced performance of the valve is attributed to host tissue overgrowth. This finding is generally considered a patient related condition. In addition, stent distortion may have contributed to the event and is likely due to patient anatomy and/or implant technique. (B)(6). (B)(4).

Event description:
Medtronic received information that this bioprosthetic valve was explanted after an unknown implant duration due to regurgitation. The valve was successfully replaced with another bioprosthetic valve. No adverse patient effects were reported.

Event description:
Medtronic received information that this bioprosthetic valve was explanted after unknown implant duration due to regurgitation. Upon explant the left cusp and non-coronary cusps had prolapsed. It was also reported that the valve was damaged at explant. The valve was successfully replaced with another bioprosthetic valve. No adverse patient effects were reported.

Manufacturer narrative:
A supplemental was filed due to additional information provided in the event description that upon explant the left cusp and non-coronary cusps had prolapsed. It was also reported that the valve was damaged at explant. Conclusion: this additional information does not change the previous conclusion. Product analysis confirmed that the valve was damaged during explant, in addition, the noted stent distortion and pannus overgrowth likely contributed to the prolapsed cusps.